Event description:
It was reported that software could not be loaded and that an error occurred. The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: pkk007327r device booted to a system error and device functional testing found out of specification. A printed circuit board was found out of specification.